Event description:
Received too much insulin from medtronic pump without knowing it and without telling the pump to dispense the amount of insulin that was received (multiple incidents with multiple pumps). Severe medical events as early as (B)(6) 2014 including seizures, unconsciousness, and near death lows. Concussed multiple times from falling from two seizures related to constant, unpredictable, low blood sugars, neurological problems were ruled out by multiple MRI studies, and other related tests. Contacted medtronic with multiple complaints / reports of receiving too much. I was asked by one rep of the company, while filing and hoping for resolution, "can you prove it." Two ER visits four 911 calls. FDA safety report ID# (B)(4).